Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient experienced a sudden drop in blood pressure occurred after the balloon catheter and mapping catheter were inserted into the left atrium. The patient's heart rate slowed.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: transseptal puncture needle product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 2ach20 product type: mapping catheter product ID: 4fc12 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a cardiac tamponade. Pericardiocentesis was performed and the patient was kept under observation in the intensive care unit (ICU) for a period of seven days. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the afapro28 balloon catheter with lot number 23609 was returned and analyzed. The returned image from the field showed a patient monitoring screen for different constants. A video was returned and showed medical devices and a guide wire inside a patient under fluoroscopy. No anomalies were identified during external visual inspection of the balloon and handle segments. Visual inspection of the shaft segment showed the ptfe folding sleeve was removed from the catheter shaft. Could not confirm if the ptfe folding sleeve was used to aid with the insertion of the catheter into the sheath. The catheter smart chip data was reviewed. Data indicated the catheter was never used. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported clinical issue could not be confirmed through analysis. The balloon catheter failed the returned product inspection due to the ptfe sleeve removed from the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.